Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of failed pso at check-in was confirmed in asft analog testing. ¿ on 4-dec-25, lvp was received unboxed and with paperwork. ¿ lvp when tested along with asft analog tests and failed pso tests. ¿ swapping patient & bottle pressure sensors, corrected the pso failure and lvp passes all tests. ¿ defective material from supplier. ¿ device to be returned to san diego repair center for processing. ¿ no repair required by bd san diego repair center. ¿ failure investigation report attached to sales force. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.